Event description:
It was reported that when the patient presented in clinic with pocket stimulation, an x-ray revealed lead dislodgement and device migration due to twiddler syndrome. The lead was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.